Event description:
I got breast augmentation in 2004 mcghan 68 450cc in each breast. My right implant ruptured and is now gone. I still have the ruptured bag inside of me. I found out through doctor that did the surgery that there was a recall on my type of implants.